Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found air bubbles in the buffer syringe, which suspected the buffer valve issue. The fse replaced the buffer valve and ise mix motor to resolve the issue. The fse cleaned the sample pot. The fse performed calibration, quality control, mid standard, and patient samples, which all passed. Analyzer resumed normal operation. Patient information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.